Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tka, the surgeon mistakenly implanted the scorpio nrg cr femoral component without any bone cement. The surgeon unawarely completed the tka."